Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on december 11th, 2017 with blood glucose of 545mg/dl and 521mg/dl. Customer¿s blood glucose was 574mg/dl at time of hospitalization. The customer did not experienced symptoms. The customer was treated with manual injection and insulin pen, tablets. The customer was wearing the insulin pump during the hospitalization. Drive support cap was normal. The insulin pump will not be returned for analysis.